Event description:
It was reported that the rollator would no longer open up and the folding mechanism was stuck.

Manufacturer narrative:
It was reported that the rollator would no longer open up and the folding mechanism was stuck. Customer reports that the end user did have a fall after the original complaint was filed and that the fall was due to the rollator being broken and not being used at the time of the fall. Customer states that end user "did stumble and fall over a curb she did not see however she is okay...she was not taken to the hospital...she did not require medical attention." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.